Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that a low oxygen pressure error had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that a low oxygen pressure error had occurred, device evaluation and repair are pending.

Manufacturer narrative:
H10: the customer called in to report that a low oxygen pressure error had occurred. Per good faith effort (gfe) response received 19mar2024, the customer declined service and repair therefore service was cancelled. No further service provided by philips. The customer declined service and repair. No service was provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.